Event description:
A hospital in (B)(6) reported that when an rt340 adult breathing circuit pack was opened they found a crack in the y piece and holes in the circuit. This was found before use on a patient.

Manufacturer narrative:
(B)(4). The rt340 adult dual-heated evaqua breathing circuit is not sold in the USA but it is similar to a product sold in the USA. The 510(k) for that product is k983112. Method: the returned breathing circuit was visually examined for damage. Results: investigations revealed that there was no crack in the y - piece, however the device failed the leak test. The leakage was found in the evaqua limb, located around the spine groove of the spiral connector. A lot check could not be performed as no lot number was provided. Conclusion: the cause of the leak was determined to be insufficient glue application to the spiral connector at the gluing station. All breathing circuits must pass a final pressure test on the production line before they are packed. Any breathing circuit which does not pass this test the first time has its connections checked and tightened and is tested again. A breathing circuit which fails the test for a second time is rejected. The leak must therefore have developed post production. (B)(4).